Event description:
According to the rptr, the wheelchair was purchased in june 1996. The first repair occurred in november 1996 which involved repairing the housing over the right caster. In april 1997, the bolts on the housing over the right caster were replaced. In june 1997, the right caster "broke off" while on a van lift. The pt fell from the chair, but was caught by his mother. No reported injuries. The frame and right caster housing were replaced. In february 1998, the right caster housing was again replaced. In march 1998, the fork and housing for the right caster were replaced. In april 1998, the right caster began to wobble. One bolt was found broken. The wheelchair is currently being repaired. The rptr is very concerned regarding her son's safety especially since the caster has broken off in the past.